Event description:
A caregiver reported a low reading issue with the abbott diabetes care (adc) device. The caregiver reported that low readings began to occur for several days prior to the medical event, which resulted in the customer to counteract with sugary foods and glucose orally. However, the customer then experienced drowsiness, strong thirst, frequent urination, nausea, dizziness and eventually lost consciousness. The caregiver then called for emergency services upon finding the customer unconscious. While on the ambulance, a healthcare professional (hcp) measured a "hi" (above the measurable range) reading on an hcp meter compared to a reading of 56mg/dl from the adc device. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear was unknown. The customer was treated with saline solution and regained consciousness. Upon arrival to the hospital, the patient was admitted to the intensive care unit where a lab reading of 690 mg/dl was obtained compared to a reading of 56 mg/dl from the adc device. It is unknown whether the customer noted a trend arrow on the device. When the provided results were plotted on a parkes error grid, fell into the out-of-range zone showing the difference in values to be clinically significant. The length of sensor wear was unknown. The customer was further treated with an electrolyte infusion and liquids, calcium, and insulin (unspecified dose/type) for the diagnosis of diabetic ketoacidosis. The customer remained admitted in the hospital for another two weeks due to a second illness. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a low reading issue with the abbott diabetes care (adc) device. The caregiver reported that low readings began to occur for several days prior to the medical event, which resulted in the customer to counteract with sugary foods and glucose orally. However, the customer then experienced drowsiness, strong thirst, frequent urination, nausea, dizziness and eventually lost consciousness. The caregiver then called for emergency services upon finding the customer unconscious. While on the ambulance, a healthcare professional (hcp) measured a "hi" (above the measurable range) reading on an hcp meter compared to a reading of 56mg/dl from the adc device. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear was unknown. The customer was treated with saline solution and regained consciousness. Upon arrival to the hospital, the patient was admitted to the intensive care unit where a lab reading of 690 mg/dl was obtained compared to a reading of 56 mg/dl from the adc device. It is unknown whether the customer noted a trend arrow on the device. When the provided results were plotted on a parkes error grid, fell into the out-of-range zone showing the difference in values to be clinically significant. The length of sensor wear was unknown. The customer was further treated with an electrolyte infusion and liquids, calcium, and insulin (unspecified dose/type) for the diagnosis of diabetic ketoacidosis. The customer remained admitted in the hospital for another two weeks due to a second illness. There was no report of death or permanent impairment associated with this event.